Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt wanted their ID to be sent to them via email because they needed an MRI on their head and the facility wanted to make sure the ins was compatible. Pt noted their ins had not worked for 4 years. Around 2021 pt's second ins they had died and they could never get it to reboot. The pt thought the ins was not being affective approximately in 2021 or 2022 because their scar tissue was so thick and it was affecting the stimulation. The caller was redirected to registration.